Event description:
I use the tandem t-slim connect insulin pump. The device screen displayed my activity status as "sleep", at 10am this morning, but I am not asleep. The software has made incorrect alerts about my status many times over the past two years and I called the company and they said it was my fault. That I somehow entered the directory and pressed the three buttons in sequence to get into the main screen and then while asleep, I changed a setting. They don't want to take responsibility for faulty programming. But these things need to be fixed. FDA safety report ID# (B)(4).